Event description:
It was reported that a renal angioplasty procedure was attempted on a pt with one kidney. After advancing through a very tight ostial stenosis, when viewed under flouroscopy, the guide wire appeared to have a gap in the coils. Several interventioanl devices were advanced over the wire but could not be placed inside the artery. The entire system was eventually removed as a unit. A diagnostic procedure was then performed and revealed thrombosis of the renal arterial system. The anticoagulation status of the pt is unknown. The pt was then sent for renal bypass surgery. Two days post-operative, the pt had an mi, believed to be a result of the surgery. And, several days later, suffered adult respiratory distress syndrome and died. Causation between the guide wire and the pt death cannot be established. This report is being filed conservatively.